Event description:
Synovitis, case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a male patient, initials unknown (age not provided) with kellgren-lawrence grade 4 osteoarthritis in right knee. This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for one previous course of synvisc in right knee at the age (B)(6). On (B)(6) 2007, the patient initiated intra-articular synvisc (hylan g-f 20) injection for the second course (dosage regimen not provided) in right knee. The lot number of synvisc was not provided. On (B)(6) 2007, (1 day after the injection), the patient experienced synovitis in right knee. The patient was treated for synovitis in right knee with 1 cc of intramuscular depo-medrol (methylprednisolone acetate). Action taken with synvisc treatment was not provided. On (B)(6) 2007, (after 24 hours) the patient recovered from the event of synovitis in right knee. Concomitant medications were not provided. The intensity for the events of synovitis in right knee was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis in right knee as definitely related.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment. This case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit-risk profile of the product is not altered by this report.